Manufacturer narrative:
There was no patient involvement. (B)(6). Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty touch screen. The touch screen was replaced to resolve the reported malfunction and subsequent functional verification testing was completed without further issues. The unit was returned to service. Pictures were provided to livanova (B)(4) for further investigation. Inspection identified fluid ingress into the touch screen, which was determined to be the root cause. This is a known issue and corrective actions were implemented. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported issue is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 roller pump display was found to be unresponsive during setup. There was no patient involvement.